Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that on the first night of ilet use the user experienced hyperglycemia, with a peak blood glucose of 314 mg/dl and values above 180 mg/dl for approximately 1.5 hours, without device alerts above 300 mg/dl for over 90 minutes; blood glucose trended down to 256 mg/dl during follow-up, indicating insulin delivery, and no back-up therapy, ketone testing, medical intervention, or assistance was used. Symptoms included hyperglycemia without associated clinical effects. Outcomes included no functional limitations, no medical or surgical intervention, and no hospitalization. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed no device malfunction observed and no component failure identified, and the event was consistent with early adaptation of automated insulin delivery with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.